Event description:
The device was used during a laparoscopic cholecystectomy procedure. Pneumoperitoneum leaked from instrument. The surgeon completed the procedure with the device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/19/97-supplemental report #1 submitted to FDA.